Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experiences high blood glucose level and the insulin pump had critical pump error. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer was treated with insulin pen. The customer was unable to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error due to moisture damage electronics. Unable to perform download due to moisture damage. Unable to performed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. The device was received with moisture damage noted on motor.